Event description:
Patient's family member called to report that parts of the segments were missing from patient's lfs meter. Patient was unable to read the middle number. Patient experienced symptoms of feeling shaky. Patient did not retest nor did they have another meter test their bg. Patient did not seek medical attention. Patient exercised after they tested their bg. Customer service was unable to resolve the issue their and sent patient a new meter.